Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to recalibrate the z axis, but the diagnostic test engineering (dte) software would not respond. The fse replaced the proximal string pot cable assembly, but this did not resolve the issue. The fse then replaced the acj board and was able to recalibrate the z axis via the dte software. The system was tested and verified as ready for use. The proximal string pot cable assembly involved with this complaint is a field scrap item and will not be returning to isi for further investigation. Isi received the acj board and completed the device evaluation. The acj board was installed on the printed circuit assembly (pca) test system and powered on with no errors. It was observed that all the patient side cart (psc) level verifications had been completed. Ten power cycles were performed and the system sat idle for 20 minutes with no issues.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the robotics coordinator informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 2 kept faulting. The system logs showed multiple occurrences of recoverable error 23072 on usm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotics coordinator reported that the site disabled usm 2 and completed the procedure with the other 3 usms. There was no harm or injury to the patient.